Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a currently (B)(6) female of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (humalog) vial, sliding scale, for the treatment of diabetes, beginning years ago (date not specified) and via cartridge via reusable luxura half dose pen (onset date not provided). On an unknown date the patient changed doctors and the new doctor prescribed her the insulin lispro kwikpen, approximately (B)(6) 2012. The patients dementia was more significant in the last year and a half, approximately 2010 (onset date unknown). On (B)(6) 2012, the patient became unresponsive to everybody because her blood sugar was 510 mg/dl. Normal blood sugar range was around 200 mg/dl. She started having jerking motions, would open her eyes, was like looking, but not focusing, not speaking that lasted from early afternoon on (B)(6) 2012 to (B)(6) 2012. She was given 5 units of insulin lispro and it brought her blood sugar down to 470-475 mg/dl. She was given another 2 units and it still was in the low 400's mg/dl. They were having trouble getting her blood sugars down. The care giver and hospice nurse reportedly took her blood sugar and it got down to the mid 300's mg/dl at one point. She was given 3 more units of insulin lispro from the old insulin lispro cartridge via the luxura pen. Reportedly, when she switched to the new kwikpen there was a little bit left in the old cartridge. It was hard to gauge on exactly how much she was getting (approximately (B)(6) 2012) from the old cartridge. With the luxura pen she was not getting the insulin ((B)(4)/lot number unknown) because the cartridge was empty, so for about two days she did not get the insulin (date not specified). On the morning of (B)(6) 2012 at 2:30 in the morning, her blood sugar was 406 mg/dl, she was given 4 units of the old insulin lispro. At 6:30 in the morning blood sugar was 360 mg/dl and she was given 3 units of the old insulin again. No additional information was provided. The outcome was not recovered for high blood sugar, recovered for jerking motions, staring and not speaking and unknown for all other events. The insulin lispro was continued. A consumer (family member) operated the devices and his training status was not provided. Suspect device duration of use was unknown. The pens were available for possible return. Follow up information received on (B)(4) 2012, was processed at the same time as the initial case. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, from the original source documents, the case was opened to update the coding of the humapen luxura from unknown body type to humapen luxura hd.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report a product complaint, concerns a currently (B)(6) female of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (humalog) vial, sliding scale, for the treatment of diabetes, beginning years ago (date not specified) and via cartridge via reusable luxura half dose pen (onset date not provided). On an unknown date the patient changed doctors and the new doctor prescribed her the insulin lispro kwikpen, approximately (B)(6) 2012. The patient's dementia was more significant in the last year and a half, approximately 2010 (onset date unknown). On (B)(6) 2012 the patient became unresponsive to everybody because her blood sugar was 510 mg/dl. Normal blood sugar range was around 200 mg/dl. She started having jerking motions, would open her eyes, was like looking but not focusing, not speaking that lasted from early afternoon on (B)(6) 2012 to morning on (B)(6) 2012. She was given 5 units of insulin lispro and it brought her blood sugar down to 470-475 mg/dl. She was given another 2 units and it still was in the low 400s mg/dl. They were having trouble getting her blood sugars down. The care giver and hospice nurse reportedly took her blood sugar and it got down to the mid 300s mg/dl at one point. She was given 3 more units of insulin lispro from the old insulin lispro cartridge via the luxura pen. Reportedly, when she switched to the new kwikpen there was a little bit left in the old cartridge. It was hard to gauge on exactly how much she was getting (approximately (B)(6) 2012) from the old cartridge. With the luxura pen she was not getting the insulin (product complaint 2172076/lot number unknown) because the cartridge was empty, so for about two days she did not get the insulin (date not specified). On the morning of (B)(6) 2012 at 2:30 in the morning her blood sugar was 406 mg/dl, she was given 4 units of the old insulin lispro. At 6:30 in the morning blood sugar was 360 mg/dl and she was given 3 units of the old insulin again. No additional information was provided. The outcome was not recovered for high blood sugar, recovered for jerking motions, staring and not speaking and unknown for all other events. The insulin lispro was continued. A consumer (family member) operated the devices and his training status was not provided. Suspect device duration of use was unknown. The pens were available for possible return. Follow up information received on (B)(6) 2012 was processed at the same time as the initial case. Update (B)(6) 2012: upon review of this case on (B)(6) 2012, from the original source documents, the case was opened to update the coding of the humapen luxura from unknown body type to humapen luxura hd. Update (B)(6) 2012: additional information was received from the global product complaint database on (B)(6) 2012: added the device specific safety summary to the product tab, added the EU/ca fields and added the medwatch fields.

Manufacturer narrative:
No further follow up is planned. New, updated, and corrected information is referenced within the update statements. Evaluation summary: the reporter, the daughter of the patient, stated that her mother experienced high blood sugars while using a humapen luxura hd. The reporter stated her father was giving the patient insulin injections, but the patient wasn't getting the insulin because the cartridge was empty. The father did not realize that the cartridge of humapen luxura hd was empty, but continued to attempt to administer injections. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is evidence of improper use. The user (the father) was not properly trained and continued to use the device with an empty cartridge.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred.